Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a screen flicker interference, and a screen b30 error after startup with printed circuit board (pcb) substrate was dirty. There was no patient involvement.

Manufacturer narrative:
The product was returned for investigation. The investigation results are summarized in the product analysis summary. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process.;

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous report and results of the final investigation. Updated fields: h2, h4. Corrected fields: b5, d4, e1 postal code, h6, h11. This report that the printed circuit board substrate was dirty was sent in error, as it would not cause or contribute to a death or a serious injury if it were to recur. Field d4 lot number should have been blank. Field e1 postal code should have been blank. The device was returned to olympus for inspection. A root cause for the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a screen flicker interference, and a scope communication error b30.